Event description:
On (B)(6) 2026, a customer in france reported to hologic that discrepant results were generated whilst using the aptima human papillomavirus (hpv) assay, master lot (ml) 922916 with panther instrument (serial number: (B)(6). The incident was recorded under hologic reference number (B)(4). On 20 january 2026, sample ID (B)(6) was tested on hpv worklist ID (B)(6) and generated an hpv negative result. The same sample (ID (B)(6) was retested on (B)(6) 2026 on the panther instrument (worklist ID (B)(4) and generated an hpv positive result. The customer did not report any results to the patient prior to retesting. No information regarding patient treatment is available at this time. Hologic has not been informed of any adverse patient outcome related to this event.

Manufacturer narrative:
Hologic ts reviewed the system log files provided by the customer, and preliminary analysis indicates that the most likely explanation for the discrepant result is either a low target concentration in the sample near the limit of detection or that the sample was mishandled/contaminated. Review of the logs and kinetic curve data did not reveal any hardware or instrument issues that contributed to the discrepant result.